Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to shock. It was reported that the patient died. It was reported that the patient had cardiac arrest before the patient arrived at the hospital. The doctor gave CPR to the patient but the patient could not be resuscitated.

Manufacturer narrative:
A philips field service engineer evaluated the device. The device passed all tests. No parts were replaced. A philips technician evaluated the device rfu (ready for use) hardware and software logs. No critical errors were detected on the date of the event. No case event file or ECG strips were provided to philips for clinical review. No product malfunction was alleged by the customer, no additional information was provided, philips is unable determine the reported problem. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.